Event description:
On (B)(6) 2018, osteomed was notified of an incident with the 2.0mm 2x8 t plate, locking (p/n (B)(4). Per the distributor, the plate broke four (4) months after surgery.

Manufacturer narrative:
The plate was returned for evaluation. We observed that three holes were cut off the end of the plate, presumably prior to implantation. We also observed an arch in the plate which is not part of manufacturing. Per the distributor, the plate broke four (4) months following surgery. Surgical information was not provided. The root cause of the broken plate is unknown. The review of DHR does not identify any non-conformances with lot release. Review of complaints, internal non-conformances, and capas did not identify any internal investigations for this device within the last two (2) years. Evaluation of the device labeling shows that the IFU includes multiple warnings and situations that could cause implant fracture or failure. The risk(s) associated with loss of desired fixation are covered in the fmea. The severity associated with this issue when a plate breaks has a severity of 3. Per the risk procedure, a rating of 3 indicates a "serious" severity level (results in injury or impairment requiring professional medical intervention). The predicted risk level is ranked as "low" (unlikely to happen, rare, remote. This issue will be monitored through routine trending.

Event description:
On february 12, 2018, osteomed was notified of an incident with the 2.0mm 2x8 t plate, locking (p/n 333-2006). Per the distributor, the plate broke four (4) months after surgery.